Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the drill bit 2/1.15 cann l150/48 3 flute (p/n: 310.221, lot number: f-29903) was received at us cq. Visual inspection of the complaint device showed the drill blades were dull and deformed. The condition of the device is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Investigation conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 310.221, lot: f-29903, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: may 25, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance related to the reported complaint condition were identified. The mentioned non-conformance (nr-0073082) is a planned nc for the supplier sphinx in relation to a transfer project without influence on the product itself. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Part: 310.221, lot: f-29903, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: may 25, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance related to the reported complaint condition were identified. The mentioned non-conformance (nr-0073082) is a planned nc for the supplier sphinx in relation to a transfer project without influence on the product itself. Part: 310.221, lot: f-30046, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: jul. 29, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance related to the reported complaint condition were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information there was a 1 (one) minute surgical delay reported. The procedure was completed successfully and the patient condition was stable.

Manufacturer narrative:
Additional device product codes: gfa, hsz, gff. Potential lot numbers reported as f-30046, f-29903. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure one (B)(6) 2020, the drill bit was blunt. The new drill bit was used to complete the procedure. No further information is available. This report is for one (1) 2.0mm cannulated drill bit/qc 150mm. This is report 1 of 1 for complaint (B)(4).